Event description:
Staff were preparing to apply an ice man cooling unit to the patient. Prior to applying it, they hooked up the unit & turned it on to ensure that it was working properly. The or staff have reported that they are turning the units on before applying them because of multiple cases of leaking ice man coolers in the recent past. When this unit was turned on, staff describe that it was leaking and "spraying" tap water from the connection between the cooling pad and the unit. Another unit was obtained and functioned properly with the original cooling pad. No patient harm occurred, but staff are concerned that a fresh surgical wound could have been contaminated had they not tested the device prior to applying it.====================== manufacturer response for cooling device, donjoy ice man======================a voicemail message was left for the manufacturer's rep. We are currently waiting to hear back from the manufacturer and plan to return the device to them for inspection/analysis.